Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that the backup battery quickly discharges under load. They replaced the uninterruptible power supply (ups) cartridge. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery cartridge was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mvs back up battery doesn't last past a minute.

Manufacturer narrative:
Additional information: device evaluation the battery cartridge was returned to the manufacturer for analysis. Analysis found that the returned batteries will not hold a charge. Analysis found that the reported event was related to an electrical issue. Issue was resolved upon replacement.